Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead folded back on itself inside the pocket and fractured. The rv lead was surgically abandoned and a new lead was successfully implanted. No adverse patient effects were reported. The investigation is complete at this time.